Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep) clarifying that the burr hole screws were not used. The neurosurgeon fixed the burr hole using other surgical screws of compatible sizes. The cause was not determined.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name sensight; product ID b32000 (lot: 082m27925); product type: 0001-accessory; implant date (B)(6) 2026; brand name sensight; product ID b31000 (lot: 082t12025); product type: 0001-accessory; implant date (B)(6) 2026; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a deep brain stimulation procedure, the neurosurgeon was unable to tighten the screws of the burr hole device using the screwdriver. The neurosurgeon used alternative screws that were compatible with the sensight burr hole device and used a compatible screwdriver to secure the burr hole device. The issue was reported as resolved, and the burr hole device remained implanted and in service. No patient complications have been reported as a result of this event.